Event description:
Vascular surgeon was advancing 4fr 5.5cm dilator over a wire into left groin during attempted left common femoral artery access for an angiogram/possible iliac stent on left side. The hub of dilator snapped off and 5.5cm dilator remained in left femoral artery. Surgeon used a cut down tray to retrieve the dilator which was successfully removed intact. Hub of sheath came off after multiple attempts to torque the dilator through a calcified vessel. Dilator had been removed and re-introduced multiple times. Possible use error. No harm to the patient.